Event description:
It was reported that the patient has had previous untreated and treated episodes due to oversensing of smaller amplitudes as well as noisy signals. Subsequently the entire system was explanted. No additional adverse events were reported.